Event description:
It was reported that the patient was "somewhat symptomatic" when the device onset discriminator withheld therapy for slow ventricular tachycardia. It was also reported that during an in-office evaluation, episodes of supra-ventricular tachycardia (svt) were noted to be true ventricular tachycardia (vt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.